Manufacturer narrative:
(B)(4). The patient line was not checked to be properly primed prior to connecting for therapy which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative (tsr) explained the alarm. During the troubleshooting, the nurse said that they were not sure if the patient line was fully primed or not and they were not sure if the patient was connected before prime or after. The tsr advised the nurse to start over with new supplies and explained how to do so. There was no patient injury or medical intervention associated with this event. No additional information is available.